Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing tamper seal. During functional check, the reported complaint was duplicated. Although error code 41541 message was found in the pump's event history logs, root cause is unknown. Recommended error code to be cleared and replaced latch lock optic flex circuit as a preventative measure.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed during testing. No additional information is available at this time.